Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ refillneedle, product type: accessory. (B)(4).

Event description:
Information was received from the manufacturing representative, regarding a female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was unknown. It was reported that a pump flip was suspected, as there was refill difficulties. The fluoroscopy view appears to show the pump was flipped (assuming orientation as it appears). The patient intervention and symptoms remained unknown at the time of this event; if additional information is received this report will be updated.